Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. No evaluation could be performed as the implant was not returned from the hosp. If the implant is returned, an evaluation will be performed and globus will provide the result of the investigation in a supplemental report. Please be advised the secure-c implant is comprised of two parts, i.e. Part 714.106s secure-c endplant assembly and part number 414.107s secure-c core. These two parts combined make up the secure c implant. Device two: secure-c core, 11x12, 7mm, model: 414.107s, lot#: gbn219dg, expiration date: 08/01/2017.

Event description:
It was reported to globus that a patient complained of neck pain one year post-op. Facet injections would relieve pain only temporarily. Surgeon decided to remove implant, and performed an acdf at c3- c4 level. The removal surgery took place (B)(6) 2015.